Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(4). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Event description:
Patient was implanted with a 4.5 mm curved condylar plate in the right femur on an unknown date. The patient was returned to the operating room on (B)(6) 2013 for removal of all hardware due to infection. Reportedly none of the implants were broken. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing documents were reviewed and no complaint related issues were found.